Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient underwent following procedure: anterior retroperitoneal dissection, exposure of l5-s1 and l4-5 for subsequent discectomy and anterior lumbar interbody fusion. Pre-op and post-op diagnosis: l4-5 and l5-s1 degenerative disc disease. No complications were reported. (B)(6) 2007: patient underwent following procedure: anterior l4-5 and l5-s 1 decompression. This included a complete diskectomy with decompression of the spinal canal and the neurologic structures. It also included the removal of the posterior corner of l4, the caudal endplate of l4 posteriorly, the cranial endplate superior comer of l5 and then the caudal posterior corner of l5 and the cranial superior posterior corner of s1 to widen the decompressions at the l4-5 and l5-s1 levels. Interbody fusion anteriorly at l4-5 and ls-s1. Insertion of peak cages at l4-5 and l5-s1. Use of local bone graft at l4-5 and l5-s1. Anterior use of bone morphogenic protein at l4-5 and l5-s1. Intraoperative use of fluoroscopy at l4-5 and l5-s1. Pre-op and post-op diagnosis: herniated nucleus pulposus, l4-5 and l5-s1; instability l4-5 and l5-s1; annular tears l4-5 and l5-s1. Per operative notes: ¿.. A variety of angled curets were then used to remove the superior posterior corner of s1 and the inferior posterior corner of l5, widening the decompression at l5-s1. A 17 mm high, 15 mm angled peak cage was then selected. It was packed with bone morphogenic protein that was soaked into demineralized bone matrix and then the peak cage was then gently tapped into the interspace. Local bone graft was harvested from the endplates and then packed out laterally. The cage was inserted under fluoroscopic control. We then went up to 4-5, operating lateral to the great vessels.. Angled curets were then used to remove the posterior superior endplate of ls and the posterior caudal endplate of l4 widening the decompression. Appropriate sized peak cage 15 mm high, 15 degrees of angulation was then packed with demineralized bone matrix. It was soaked with bone morphogenic protein, as well as local bone graft coming from the endplates and then the peak cages were then packed into the interspace. This was once again done under fluoroscopic control.. No complications were reported.¿ on (B)(6) 2007: patient presented with left leg and buttock pain and severe cramping in left leg/foot. Patient presented with pre- operative diagnosis of herniated nucleus pulposus l4-5 and l5-s1; instability l4-5 and l5-s1; anular tears l4-5 and ls-s1 and underwent: l4 to the sacrum posterior bilateral lateral fusion. L4 to the sacrum posterior segmental instrumentation. L4 to the sacrum posterior bilateral lateral hemilaminectomy, medial facetectomy and foraminotomy. Local use of bone graft. Posterior use of bone morphogenic protein. Intraoperative use of fluoroscopy. Per operative notes: ¿. Local bone was packed out along the transverse processes were decorticated and then demineralized bone matrix soaked with bone morphogenic protein was then packed into the fusion bed. Rods were contoured, applied with screws; locking nuts were applied, and then appropriately torqued. Hemostasis was achieved. All instruments were inserted under fluoroscopic control. The patient was taken to the recovery room and judged to be in stable condition and neurologically intact (B)(6) 2007: patient was discharged from hospital. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.